Event description:
A confirmed motor stall appeared in the attention dialogue box of the programmer after the implant of pump and catheter. The latest software was used to interrogate the pump. The pump was interrogated prior to surgical implant and no pending alarm was noted. The pump was updated with the priming bolus after it was implanted. The programmer then indicated a motor stall occurred. The log showed on (B) (6) 2010, at 1014 a motor stall occurred and on (B) (6) 2010, at 1141 there was a motor stall recovery. The pump was not near any magnet or magnetic drape. It was not known whether the pt received the programmed bolus medication. The session report indicated the bolus was delivered, but it also stated there was a motor stall. The pump was infused at the programmed rate after implant. The pump delivered lioresal 500 mcg/cl at a rate of 24.99 mcg/day. The pt outcome was unk.

Manufacturer narrative:
(B) (4).